Manufacturer narrative:
(B)(4)

Event description:
The patient experienced pain and bleeding in the groin area. The device was turned up all the way, and as a result was damaged. Additional information was requested.